Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported the patient had recurrent bacteremia without any obvious source. The implantable pulse generator (ipg) system was explanted. There was no sign of macroscopic infection and after extensive debridement and irrigation with an antibiotic solution the incision was closed via primary closure. A temporary pacing system was utilized due to underlying bradycardia until implant of a new permanent system. No further patient complications have been reported as a result of this event.